Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open connection on the -5v line in the trunk cable. The root cause for the open connection could not be positively identified. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4). A distributor service representative reported that he was unable to baseline a patient using the electrode belt.